Event description:
Philips received a complaint on the v60 ventilator indicating that the v60 cart was wobbly. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The stand was observed to be wobbly at bottom of post to the base assembly. To resolve the wobbly issue, the biomedical engineer (bme) stated that they tightened and confirmed the integrity of all bolts and screws that connect the base of cart to the main body post. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.